Event description:
The complainant had reported that during the initial insertion of the enteral feeding device he made the incision but had difficulty pulling the device through the opening. The tube detached, was able to be pulled out, and the button was placed. In 2006 we were made aware that the detached tube had been removed but the button had not been placed. The 5th day the complainant reported that the pt, male and age is unk, became febrile, blood pressure decreased, and free air was discovered upon a CT scan in 04/2006. The pt was transferred to another facility where, with a diagnosis of peritonitis, abdominal surgery was performed. As of 2006 the pt's condition is reported as good.